Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with her insulin pump's meter and infusion set. Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was between 400 and 500 mg/dl. Customer stated that she treated her high blood glucose levels with the insulin pump after changing her infusion set. Replacement product is being sent.